Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer's blood glucose was 67 mg/dl. Customer was disconnected during prime and the pump was not dropped, bumped, or in contact with water. Customer was asked verbally and in written form to return the pump for analysis. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test and excessive no delivery test or confirm compromised force sensor system alarm due to prime fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. However, the insulin pump passed displacement test, unexpected restart error test, rewind, self-test, off no power test and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and missing the end cap sticker.